Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient said they need their stimulation settings checked and possibly adjusted. Patient said they were in the hospital and got a blood transfusion and ever since they got out of the hospital, the stimulation didn't seem to be working right. Patient said that was (B)(6). Patient said they'd been trying to get in touch with their manufacturing representative (rep) all week, but hadn't been able to contact them. Patient mentioned in the past, if needed, the rep would meet with them at the doctor's office and patient had a doctor appointment tomorrow at 3:15pm they were hoping the rep could meet them at. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of rep, provided nas number for office to call, and emailed field team in patient's area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.